Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that the catheter had a crack on both tips of the luer-lock adapters. This was noticed when the patient went for dialysis. The catheter was repaired. The catheter was originally implanted in 2014.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance records related to the reported issue for the involved lot. No changes were identified that may impact the product or process related to the reported condition during a period of six months prior to the manufacturing date. The product sample was returned for investigation. It consisted of a palindrome - rt catheter. The catheter came inside a plastic bag and showed signs of use. Visual inspection was performed and it was observed that the adapters had a crack on the thread pitch area. Additionally, four photos were attached to the record. Photo 1 and photo 2 revealed a palindrome rt inside the chest of the patient. Photo 3 and photo 4 revealed that the red adapter has a crack on the thread pitch area. The blue adapter did not reveal any crack. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performed 100% inspection for cracked adapters per procedure. Based on visual inspection and notes in the record the adapters became damaged after being in use for approximately 2 years without any problem. Additionally, based on notes, the catheter is still in use; the adapter was replaced with a new one. This complaint is related to a blue adapter. The blue adapter received was found cracked with signs of usage. According to the instructions for use (IFU) the customer should perform an inspection before using the device. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review, the most probable root cause can be considered as misuse. No complaint triggers or trends were identified; therefore additional corrective or preventive actions are not required at this moment. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.